Event description:
The patient called lifescan and alleged the one touch ultra meter would not power on. A medical professional was contacted for advice. The patient attempted to test while experiencing symptoms of frequent urination. No treatment given, no medical attention received. The patient tested on a competitor meter about 2.5 hours later with a result of 230mg/dl. The patient is on a set amount of insulin, routine not changed. The customer care representative performed troubleshooting and the issue was not resolved. The patient had gone to a pharmacy and asked about the battery. The meter and test strips were replaced with return expected.